Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt's mother reported the infusion device delivers too low amount of insulin. Mother stated pt's blood glucose levels on (B)(6) 2011 were: at 10 am pt's blood glucose level was 419 mg/dl and mother administered 6 units of insulin via the infusion device; at 12 pm pt's blood glucose level was 400 mg/dl and mother administered 3 units of insulin via syringe; at 4 pm pt's blood glucose level was 217 mg/dl, pt ate and mother administered 2 units of insulin via syringe; mother reported between 4 pm and 5 pm she changed the pt's infusion set; at 6 pm pt's blood glucose was 165 mg/dl, pt ate, and mother administered 2 units of insulin via the infusion device; at 8 pm pt's blood glucose level was 321 mg/dl and mother administered 4 units of insulin via the infusion device; at 10:20 pm pt's blood glucose level was 422 mg/dl and mother administered 6 units of insulin via syringe; and at 12 am pt's blood glucose level was 247 mg/dl and mother administered 1 unit of insulin via the infusion device. Pt's mother reported the pt's blood glucose levels on (B)(6) 2011 were: at 4 am pt's blood glucose was 351 mg/dl and mother administered 4 units of insulin via the infusion device; at 6 am pt's blood glucose level was 396 mg/dl, mother administered 6 units of insulin via syringe and then changed the infusion adapter, battery cover, battery, infusion set and insulin cartridge; at 8:50 am pt's blood glucose level was 209 mg/dl and mother administered 1 unit of insulin via the infusion device; at 9:15 am pt ate and mother administered 6.7 units of insulin via the infusion device; at 11 am pt's blood glucose was 476 mg/dl and mother administered 9 units of insulin via the infusion device and at 12 pm pt's blood glucose level was 486 mg/dl, mother administered 9 units of insulin via syringe and then called the diet specialist. Mother switched the pt to the backup infusion device and afterwards the pt's blood glucose level was okay. Pt's normal blood glucose level is 100 mg/dl. No further info is available. Product was replaced and requested return of the alleged product for eval.